Event description:
Tip of arthrowand turbo-vac 90 broke in pt's knee. X-ray taken and tip seen and removed through a puncture wound. Hosp submits this report pursuant to the provision of 21cfr part 803. This report is based on preliminary info received by facility which facility has not had the opportunity to investigate or verify prior to the reporting date. Facility has not conclusively determined the cause of this event. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.